Event description:
Surgeon was rinsing trocar incision sites with handpiece at end of case. He dragged spatula tip lightly across abdomen to next site and pt sustained minor skin abrasion/burn. Area treated with neosporin ointment and dressing.